Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, smooth insertion of the channel cleaning brush due to clogging of the forceps channel, cleaning brush insertion failure in the suction channel in the universal cord, curved rubber bond cracked, curved rubber adhesive part cloudy, amount of air/water supplied insufficient due to clogging of the air/water nozzle, air and water nozzles are clogged and the draining function reduced, foreign object inside the nozzle, insertion tube oredome damaged, adhesive part of the objective lens has come off, objective lens adhesion part cloudy, flare occurs due to peeling of the objective lens adhesive, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, scratches on the insertion tube, scratches are found on the tip cover, scratches are found on the tip cover, scratches on the scope connector side of the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera iii gastrointestinal videoscope, had internal clogging. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There is no abnormality in waterproofness. The event likely occurred due to inappropriate or insufficient reprocessing. Olympus will continue to monitor field performance for this device.